Event description:
It was reported the patient had post operation urinary retention and a pruritic rash on their abdomen and back from previous tape. It was noted the patient was given flomax for urinary retention and atarax for pruritus on (B)(6) 2013-. It was further noted the diagnostic methods was examination and palpation with the diagnosis of urinary retention on (B)(6) 2013 and pruritic rash on abdomen and back on (B)(6) 2013. It was noted the etiology was unlikely related to surgery or anesthesia and related to implant procedure. It was further noted the seriousness was resulted in in-patient or prolonged hospitalization. It was noted the refill program date was (B)(6) 2013. It was further noted the patient outcome was resolved without sequela on (B)(6) 2013. The pump contained hydromorphone.

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).